Event description:
Home infusion nurse (B)(6), rn reported an error massage when using pump on (B)(6)2024. Pump error 30.1. Restarting and changing batteries did not help. Nurse will give gravity infusion this round. No other specifics regarding defective device provided. No missed doses reported. No adverse events reported, unknown if device available for return. Pump serial number is (B)(6). No additional information available. Reported to cvs/caremark by health professional.